Event description:
It was reported that, the surgeon inserted an aq2010v silicone three piece lens and the lens felt tight in the cartridge. The surgeon felt the lens may have torn, so ejected the lens onto the sterile field. The lens was not torn, but the surgeon decided to use another lens. There was no pt contact or injury.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.